Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during the initial drain while the patient was connected. The care giver stated that the patient line had air in it and it would not drain. The technical service representative advised patient and care giver to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.